Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 8 double clicked and then failed. A field service engineer (fse) disassembled the latch assembly and lubricated the latch with carbon conductor grease. The fse also re-tightened the wire harness connectors and reseated the connections on latch assembly connections to resolve the issue. Finally, the fse reassembled the drawers, rebooted the station, and the customer tested the drawer's functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 8 clicked and then failed. The customer reported that this malfunction caused a delay while dispensing medication to the patient and the user managed to get the medicines from another station or pharmacy. However, there were no adverse events or injuries reported based on this event.